Manufacturer narrative:
Recall: continued: this ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient hasn't used or recharge their scs system in over a year. As a result, the ipg would no longer communicate with the charging system. Subsequently, the patient programmer displayed an error message indicating the device inoperable. Surgical intervention will be scheduled at a future date to address the issue.